Manufacturer narrative:
Corrected h6 code: health effect - clinical code to tamponade.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tactiflex catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia procedure, a cardiac tamponade occurred (no perforation) during epicardial access which required a pericardiocentesis. During movement of the ablation catheter inside the pericardium, the heart didn¿t move in the fluoro image. The physician thinks this occurred because the cardiac veins were broken with this movement. The patient became hypotensive and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.